Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was difficulty during insertion of an intra-aortic balloon (iab) in a cardiogenic shock patient. The customer complained that it was difficult to insert the iab catheter into the sheath as it was stuck. The guide wire and iab were replaced to continue therapy. No patient injury was reported.